Event description:
It is reported that the device cracked during impaction. The surgeon is concerned that all of the pieces may not be cleaned out when this happens.

Manufacturer narrative:
This report will be amended when our investigation is complete.